Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this complaint. However, the unchanged mitral regurgitation (mr) and fatigue are due to slda. The reported patient effects of fatigue and mitral regurgitation as listed in the mitraclip system instructions for use are known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report rehospitalization due to a single leaflet device attachment (slda) and recurrent mr requiring medical intervention. It was reported that the index mitraclip procedure was performed on (B)(6) 2019 to treat mitral regurgitation (mr) with grade of 4. One clip (cds0602-ntr, 81004u110) was implanted reducing mr to 1-2. On (B)(6) 2019, the patient was not feeling better and was re-hospitalized. An echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). There was no tissue damage noted. On (B)(6) 2019, a second procedure was performed to treat the slda. During preparation of the clip delivery system (cds) (cds0602-ntr, 90430u111), the device failed to establish final arm angle three times. The cds was not used. The steerable guide catheter (sgc) (sgc0302, 90913u138) was advanced into the femoral vein but resistance was felt and it was noted that guide was bent. The sgc was removed. Outside the patient anatomy, the guide was confirmed to be bent and the outer part of the cover was folded. A new sgc (sgc0302, 90912u109) was used and was used two times and the physician noted a small folded part but decided to continue use of the sgc. After some time, it was possible to advance the sgc and one clip (cds0602-ntr, 90718u206) was implanted reducing mr from 4 to 2. No additional information was provided.